Event description:
A baxter field service technician serviced a colleague device for a damaged battery. Upon event history review, it was found that it caused an interruption of delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed but not reproduced during the pump?s event history review. The root cause was determined to be the depleted main batteries. The batteries and harness were replaced to address the reported problem. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.